Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that they were unable to make a determination of the issue and a diagnosis was never made. It was thought the issue was likely due to anesthesia but that it was thought to be safe the device was system was removed on the same day. It was noted that the feeling had returned to the patient¿s legs before they removed the device. The patient was reported as doing well and had no issues. It was also reported that the plan was to re-implant the patient in a few weeks. If additional information is received, a follow up report will be sent.

Event description:
It was reported that during and after the procedure the patient stated that she was unable to feel her legs. It was noted that the patient was taken to the ER by ambulance. It was further noted that before the device was removed the patient had begun to get feeling back into her legs and movement. It was noted that a CT scan and an MRI were performed and both exams returned negative results. The device was taken out prior to the MRI but the device was still implanted when the CT scan was performed. The signs and symptoms included paralysis. The patient stated that ¿she could not feel her legs.¿ it was noted that actions required as a result of this event included hospitalization.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins was functionally okay with insignificant anomalies. Analysis of both leads found there was no significant anomaly. It was noted that the lead bodies were cut through and the leads were segmented.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.